Manufacturer narrative:
Investigation: customer returned three (3) used 31g x 8mm bd pen needles from lot 9029741. Consumer reported nothing does not comes thru during the priming. All three returned pen needles were examined, then tested for flow using a test pen injector: all three pen needles were able to expel properly. Since no evidence of manufacturing defects was observed, the alleged issue could not be confirmed.

Event description:
It was reported that medication would not flow through the bd ultra fine¿ pen needle during use while priming. The consumer reportedly used a new needle that was visually tested beforehand, and was "firmly" attached to the pen. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported nothing does not comes through during the priming. This happened couple of weeks ago." Consumer uses new needle each time, she visually tests the needle to see if it is straight, she does the priming. She firmly attaches the pen needle on to the pen.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medication would not flow through the bd ultra fine¿ pen needle during use while priming. The consumer reportedly used a new needle that was visually tested beforehand, and was "firmly" attached to the pen. This occurred on 5 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported nothing does not comes thru during the priming. This happened couple of weeks ago." Consumer uses new needle each time, she visually tests the needle to see if it is straight, she does the priming. She firmly attaches the pen needle on to the pen.